Event description:
Customer reports 'red weepy' skin under wafer's tape collar. Product has been used for 1 month.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Further reports indicate that physician ordered stomahesive paste and home health nurse is using additional wafer without flange. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a follow-up report will be submitted. (B)(4).